Event description:
A surgeon reports that enlargement of the incision was required to accommodate removal of the intraocular lens (iol) due to insufficient capsular support during implant surgery. The lens was cut and removed, an anterior vitrectomy was performed and the lens was replaced. In a follow up, the surgeon reports the outcome of event for the pt as "unk", but states the pt's prognosis is good.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 7/2/2008 by mail and fax. A completed questionnaire was received. This report was mailed to FDA on: 8/8/2008.